Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not close. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. Additional observation(s) related to the customer reported complaint: for clarification the instrument was found to have failed during initialization based on log review but not during in-house testing. The instrument was not placed on an in-house system due to integrated cord was cut and not returned. Review of the msc logs verified one blade jam failure with error code"22025" and description "vessel sealer extended blade jammed on usm4 (toolid: vessel sealer extended)." There was no dislodged knife observed. There was no debris on the jaws. It is possible that the initialization failure experienced was due to the dislodged grip ring. Additional observations non related to customers complaint: the instrument was returned with a missing integrated cord. Root cause attributed to manufacturing.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.